Event description:
A medtronic pioneer catheter was inserted in a patient for the treatment of an unknown lesion. It was reported that the catheter was inserted into the patient; upon attempting to retract the needle back into the catheter, the needle would not retract. No further details have been obtained. A second pioneer catheter was successfully used to treat the patient. The patient is fine. The product was discarded.

Manufacturer narrative:
(B) (4). Evaluation, results: (lack of information, device not returned). Evaluation, conclusions: (lack of information, device not returned).